Event description:
After a precise stent was placed in the carotid artery, and all treatment was completed, the pt developed a disturbance in consciousness and was unable to articulate properly. A mild brain infarct was confirmed after an MRI was performed. The pt is a 79 y/o male. The target lesion was the left carotid artery. There was no calcification, heavy vessel tortuosity and a 90% stenosis was present. The lesion length is unk. There was no difficulty accessing the lesion and positioning the angioguard device in the vessel. It is unk if the lesion was pre-dilated. The precise stent was placed at the lesion without difficulty. It is unk if the stent was post-dilated. The stent had good wall apposition following deployment. Following the procedure, the pt suffered a neurological deficit. An MRI showed a mild brain infarct. The physician considered that the infarct was caused by plaque prolapse from between the stent struts. Therefore, he decided to add a second precise stent, overlapping the first one. However, the symptoms did not improve. The pt still suffers a slight disturbance in consciousness, but is in stable condition.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info to be submitted 30 days upon receipt.